Event description:
It is reported by the patient's insulin pump displayed motor error. Patient's blood glucose level is 584mg/dl. Trouble shooting was conducted and problem stopped. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. All the buttons did function properly and no damage on the keypad assembly noted. No button error alarm observed. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.